Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient fell about 1.5 months ago; around (B)(6) or somewhere around there. Since the fall the patient has been in pain which is gradually getting worse and when they turn the stimulation down when laying down or turn it up during the day it does not seem to be doing right and they are still in pain. The patient cannot get it cut completely off and it is not working like it should. The patient is in rehab and went to see their healthcare professional (hcp) yesterday who told them the think the patient might have pulled one of the leads when they fell. The patient has been through physical therapy but it is not helping. The patient is not doing really good and is in pain in the stimulator. The caller does not know much about it and cannot explain it. The caller was redirected to follow up with the hcp to have a rep paged. The family member called back stating that the patient is weak so they wanted to know if the patient could get a new stimulator instead of trying to repair the current one. Patient services reviewed that would need to be discussed with the hcp. No further complications were reported/are anticipated.